Manufacturer narrative:
Reported defect: deflation of right breast implant, bilateral exchange with mentor devices. Background: original surgery was performed by dr in 1998 using hutchison hsl 0380cc saline-filled implants, which were filled to a volume of 0475cc (right) and 0500cc (left), which is over the maximum fill volume limit by 35cc (left) & 70cc (right). Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor devices. Visual inspection identified a breach on the anterior surface, located under the left strap anchorage point measuring approximately 2mm in length (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) identified ragged edges tear under the raw silicone anchorage disc which is indicative of excessive force having been used. The product history sheet confirmed the product met all quality criteria. Conclusion: tears are not manufacturing faults.